Event description:
It was reported that during a ptca procedure, the wire tip fractured and became separated from the pt graphix intermediate 182 cm guidewire. The lesion being treated was located in the right coronary artery. The physician attempted to retrieve the tip with an amplatz snare, but securement was lost in the guide catheter. The tip embolized into the pt's carotid artery. Additional attempts to snare the fractured wire tip lasted 101 minutes, but were finally successful. The pt received a total of 115.1 minutes of fluoroscopy time including 675 cc of intravenous contrast solution. The physician is aware of the total fluoro and contrast times. Additional info has been requested regarding this event.